Event description:
Customer reported low blood glucose event. The paramedics were called to the residence to treat low blood glucose of less than 40 mg/dl. Customer lost consciousness. Customer declined to be taken to hospital. The current blood glucose reading is 302 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.